Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The field service engineer (fse) explained that this was not a pyxis issue but an it issue. However, the fse logged in and checked the network settings, turned off the firewall, and reset the network adapter. The fse took the network cable from another pyxis station and tried it on the downed station, but that did not resolve the issue. The fse then plugged into a known good network port and was able to establish a connection. When the other station was plugged into the original port, it would not connect. Upon inspection, the fse found that the pins were damaged at the port. The fse took a snapshot of the damaged port and showed it to the customer, informing them that their it department would need to repair the port. The station was functional by swapping the good port. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was in disconnected mode. The user currently set station to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.